Manufacturer narrative:
The technician replaced the cam pivot and adjusted the casters to repair the bed.

Event description:
Information received indicates the brake will not hold due to a broken left cam pivot.